Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat variceal bleeding performed on (B)(6) 2024. During the procedure, after setting up the device, the handle was rotated for deployment; however, the next band could not deploy. The handle was rotated again but still the band would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat variceal bleeding performed on (B)(6) 2024. During the procedure, after setting up the device, the handle was rotated for deployment; however, the next band could not deploy. The handle was rotated again but still the band would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the boston scientific sales representative. The health care facility information is: (B)(6). Block h2 (correction): block h11 has been corrected. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.